Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during fill 5 / 6, because the bag fell and became disconnected. The technical service representative (tsr) assisted the home patient (hp) in ending therapy as requested. The hp would call nurse regarding the hp being connected when the bag became disconnected and possible sterility issues. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the cg on (B)(6) 2010 regarding the bag falling and disconnecting, it was revealed that the bag was sitting on the edge of the table and accidentally fell. The cg confirmed that he did not notice any defects on the supplies. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the supplies were discarded and he did not have the lot numbers. Per cg, the hp did notify the nurse, who reviewed appropriate setup process with the hp and cg. Per cg, the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during fill 5 / 6, because the bag fell and became disconnected. During a follow up phone call by product surveillance to the caregiver (cg) it was revealed that the bag was sitting on the edge of the table and accidentally fell. The cg confirmed that he did not notice any defects on the supplies. The root cause was determined to be user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.